Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a pending pump alarm occurred. After initial programming at pump implant, a pending alarm was noted on the printout. The reporter did not recall seeing the original pending alarm message on the physician programmer. The cause of the pending alarm was unknown at this time. The surgeon was in the process of implanting the pump and closing the incision; however, the reporter stopped the surgeon to inform them of the pending alarm. The pump with the pending alarm was removed and a new pump was implanted. No patient symptoms were reported. The device system was intended to have delivered dilaudid, but did not deliver medication at the time of the report. It was later confirmed that the pump had not been implanted. The pending alarm was discovered before the surgery was completed. The pump had stalled twice in (B)(6), 2012 per the pump logs. The recovery was longer than 2 hours. The cause of the stall remained unknown. The reporter was not aware of any patient issues. The patient was implanted with a new pump and therapy was initiated intraoperatively. Interrogation of the pump after it had been removed from the patient and replaced with a new pump showed a motor stall on (B)(6) 2013 at 09:21 with recovery at 18:48 and a motor stall on (B)(6) 2013 at 07:45 with recovery at 19:48.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. During the initial printout, a stall and stall recovery was seen on (B)(6) 2013 before the date the pump was prepared for operation. The pending alarm message was able to be seen with a clinician programmer by putting the pump back to shelf state and making it stall with a magnet and then re-interrogating the pump again.